Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mal position was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstance of the procedure. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. In this case, the device was likely not deep enough in the anatomy and therefore not in the vessel but in the subcutaneous tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, when attempting to deploy the suture, the formed knot came out of the anatomy. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.